Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and headaches. It was reported that the controller was not holding a charge. The rep stated that by the time the patient was done charging the ins, the controller would go dead. The rep stated that they had the controller plugged in the wall and it was not charging very fast. They noted that it showed the green light and showed the controller to be at 30%, and the ins to be at 50%. The rep also reported that it would take several hours to charge the ins. The rep was transferred to technical services for troubleshooting. No symptoms were reported. No further complications were reported. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that it would take the patient more than one hour to charge and the controller would deplete before the patient was able to get a full charge on their implantable neurostimulator (ins). The patient stated it was taking them three hours to charge their ins. The last ten charging sessions per tablet data showed, ¿(B)(6): 50 to 100%, 54 min; (B)(6): 45 min, 40 to 80%; (B)(6): 21 min, 40 to 60%; (B)(6): 10 to 70, 48 min; (B)(6): 1 hr, 30 to 100%; (B)(6): 44min, 50 to 80%; (B)(6): 29min, 10 to 40%; (B)(6): 34 min, 30 to 60%; (B)(6): 17 min, 20 to 30%; (B)(6) : 1hr 4min, 30 to 60% (fair).¿ it was reported that recharge quality was excellent for most recharge sessions. It was also stated it was good for one of the (B)(6) sessions. The patient had fair coupling for one of their (B)(6) sessions. It was reviewed that the patient could consider turning the stimulation off during charging, but the patient needed their stimulation and did not want to turn it off. Technical services (ts) reviewed turning the stimulation intensity down during charging. They also reviewed that recharge quality would affect the charging progress, and that it appeared that the patient was not going to be able to charge in one hour given their statistics. The patient was coming back on (B)(6) to have their system checked again to see how the patient was doing with recharging. Ts recommended the patient keep a diary of the charge level on the controller. No symptoms were reported. No further complications were reported. Follow-up was conducted. Additional information was received from a manufacture representative (rep) on (B)(6) 2018. The rep stated that the physician is aware of the issue and they are meeting again in two weeks to analyze the recharging issues. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative stated that rep had no further information other than patient was happy and was receiving good therapy. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.